Manufacturer narrative:
Iris field service engineer evaluated the instrument and observed air in tubing with in the fluid block assembly (fba). The fse replaced the syringe pump assembly p/n: 700-7151s, to correct the issue. The fse ran controls which passed and system was operational. (B)(4).

Event description:
The customer reported they are failing ca quality controls for bilirubin. There were no erroneous results generated or reported out of the lab.